Manufacturer narrative:
1. The customer returned 4 photos, no defective sample. The photos show the defect status: the sleeve stopper of the prn is separated from the bottom housing. 2. DHR/bhr review lot 3325167. 1-this batch of products were assembled at intima ii auto line 4 in december 2023, and packaged at r240 package line in december 2023. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. Take the retained sample of this batch for relevant functional testing: 1-45psi leakage test is performed, no leakage is found, and no abnormality is found on the prn. 2-prn pull force test (i.e., test the separation force between the sleeve stopper and the bottom housing) is carried out, and the test result is within the product specifications. 4. The prn is only suitable for normal pressure (i.e., less than 45psi, 300kpa) infusion. High pressure injection can cause damage to the prn. 5. This product (sku 383062) has never been declared to be used for high-pressure injection. Conclusion(s): no abnormality is found on process and retained sample. Since the product (sku 383062) has never been declared to be used for high-pressure injection, the root cause of the burst prn is related to the wrong use of the product.

Event description:
No additional informaiton available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc leakage with power injector. At 20:05 on (B)(6) 2024, the patient underwent head cta examination due to cerebral infarction. Follow the CT high-pressure syringe usage procedure to connect the 20g bd indwelling needle to the patient's hand. After connecting the indwelling needle, inject 0.9% ns at a flow rate of 4.5ml/s to test the indwelling needle. After trying the needle, observe whether the patient has extravasation, redness, swelling, pain, etc. At the puncture site, and then conduct a head cta examination. When about 50 ml of ultrasun contrast agent was injected, the patient expressed discomfort and stopped the injection immediately. Then he walked into the computer room to observe the patient's condition. The patient said he heard a jumping sound. The nurse checked the connected indwelling needle and found that the heparin cap had burst, causing about 5 ml of blood to flow out of the burst opening. The scanned image is developed with contrast medium. Immediately close the flow-stop clamp of the indwelling needle, pull out the indwelling needle, and then inject another brand of indwelling needle (linhua indwelling needle). This incident resulted in: 1. Drug extravasation: the drug solution was not accurately injected into the body, which affected the test results and resulted in the waste of a bottle of 100ml uvitex worth (B)(6). 2. Injection interruption: reprocessing and connection are required, which will delay the inspection process. 3. Increase the risk of infection: after bursting, the pipe will come into contact with the outside world, increasing the chance of pathogens such as bacteria entering and causing infection. 4. Psychological impact: it can cause patients to be nervous and anxious.